Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging inaccurate erratic readings on his one touch ultra 2 meter. The pt mentioned that approx 2 months ago, he noticed the erratic readings on the meter. The pt mentioned that at an unspecified time, 2 months ago, he tested his blood glucose and obtained a 170 mg/dl and 130 mg/dl greater than 20 minutes from one another. One reading was taken in the morning and the other result was taken at noon. It is unk which reading was taken at what time. The pt took their usual dosage of medication after testing their blood glucose. Approx 20 minutes after taking the blood glucose readings, the pt exhibited blurred vision. The pt was not tested on another device and he went and self-treated himself with his usual dosage of oral medication. The pt did not seek any further medical attention or contact his physician for assistance. A quality control test was done over the phone and the pt obtained a 129 (106-141). Products were replaced. The complaint is being reported since the pt alleged that due to the erratic readings, he ended up developing symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.